Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was not returned for evaluation and three (3) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Of note, it was revealed that the battery (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. This is an additional observation not related to the reported event and can be attributed to the battery reaching the end of its useful life. Analysis of the log files pertaining to the controller revealed an unknown battery with a serial ID of ¿0¿ due to a sealed state. Functional testing revealed that the batteries were able to charge and provide power to a test controller. However, the test equipment was unable to read the status of the batteries. The sealed state does not impact the normal operation of the battery. A software reset was able to reestablish communication with test equipment. As a result, the reported event was confirmed. Communication errors likely unintentionally sealed the associated batteries. Therefore, the controller was unable to obtain serial numbers when communicating to the batteries, causing the serial ID to be logged as ¿0¿. Based on the available information, the most likely root cause of the reported event can be attributed to communication errors between the controller and batteries, causing the batteries to unintentionally enter a sealed state that prevents the controller from obtaining the batteries' serial numbers. Additional products: d1: battery d4: serial #: (B)(6), d10: yes, return date: 25-feb-2020, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307, d1: battery, d4: serial #: (B)(6), d10: yes, return date: 25-feb-2020, h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307, d1: battery, d4: serial #: (B)(6), d10: yes, return date: 25-feb-2020, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213, 3213, h6: FDA conclusion code(s): 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to the reopening of an internal investigation on batxxxxxx that resulted in a clarification to the device failure narrative and device coding. The awareness date of this report is based upon the completion date of the reopened investigation activity. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. Three (3) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Of note, it was revealed that the battery (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. This is an additional observation not related to the reported event and can be attributed to the battery reaching the end of its useful life. Analysis of the log files pertaining to the controller revealed an unknown battery with a serial ID of ¿0¿ due to a sealed state. Functional testing revealed that the batteries were able to charge and provide power to a test controller. Functional testing revealed that the batteries were not able to properly communicate with the test equipment due to the batteries being in a sealed condition. The gas gauge is not programmed to use activate the sealed state condition, which indicates that the battery unintentionally enabled the seal state. The sealed state does not impact normal operation. A software reset was able to reestablish communication with test equipment. As a result, the reported event was confirmed. The controller was unable to obtain serial numbers when communicating to the batteries, causing the serial ID to be logged as ¿0¿. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to communication errors between the controller and batteries and/or a fault in the main integrated circuits that controls the batteries, causing the batteries to unintentionally enter a sealed state that prevents the controller from obtaining the batteries' serial numbers. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-may-2019/ serial or lot#: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 23-may-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-aug-2019/ serial or lot#: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 04-aug-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 30-sep-2016/ serial or lot#: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2015. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three (3) batteries that had been recently used by the patient were not mentioned on the log file report. Review of log files revealed that the controller logged the battery identifications with a zero (0). The batteries were exchanged, and the controller remains in use. No patient complications have been reported as a result of this event.